Manufacturer narrative:
Please refer to the attached report microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the subject defibrillator edis. The review of the patient files revealed that all the electrical performances of the device were normal with proper sensing/pacing functionalities. At the supposed time of the death ((B)(6) 2025, around 03:35), a ventricular fibrillation was correctly detected by the device, the therapies were delivered as per device programming but were ineffective. The device worked as per specifications. Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures. The subject device was not returned for analysis.

Event description:
Reportedly, patient died, the device is sent to the forensic medicine department. No insight/representation of all episodes, especially at the beginning at 3 a.m.

Event description:
Reportedly, patient died, the device is sent to the forensic medicine department. No insight/representation of all episodes, especially at the beginning at 3 a.m.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.